Event description:
It was reported that a shaft break occurred. A 130cm direxion hi-flo fathom-16 system was selected for use. During the procedure, it was noted that the catheter had a break along the shaft which caused it to be unusable. There were no complications reported and the patient is doing fine after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was microscopically analyzed for any damage. The devices shaft showed 1 fracture located 52.5cm from the hub. The inner liner showed a kink. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The fractured shaft was confirmed.

Event description:
It was reported that a shaft break occurred. A 130cm direxion hi-flo fathom-16 system was selected for use. During the procedure, it was noted that the catheter had a break along the shaft which caused it to be unusable. There were no complications reported and the patient is doing fine after the procedure.